Event description:
A healthcare professional reported that during implantation of an intraocular lens (iol) the injector over rode the lens. The lens was reloaded, there was a broken and there was scratch on the lens. The lens was explanted and back up lens was used to complete the surgery. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(6).

Manufacturer narrative:
The lens was returned in a specimen cup with liquid. The lens was removed for evaluation. The lens has been cut into two pieces across the center. One optic portion has a large scrape mark on the center of the anterior surface near the cut. A portion of the optic edge is broken-not returned. Forcep marks are observed on both sides of the optic. Qualified associated products were indicated. The root cause for the optic damage could not be determined. The lens was returned cut into two pieces. A portion of the optic edge was broken and a large scrape mark was observed on the anterior surface. The observed damage may indicate a plunger override occurred. The instructions for use (IFU) instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).